Event description:
It was reported that a dissection occurred. The patient was diagnosed with single vessel disease of the right coronary artery (rca). Vascular access was obtained via the femoral artery. The 80% stenosed, 56 x 2.75mm, de novo target lesion was located in the moderately tortuous and mildly calcified rca which had a significant bend greater than 90 degrees. After pre-dilatation, a 38 x 2.75mm promus element select stent was deployed from the mid to distal rca and a 24 x 2.75mm promus element select stent was deployed from the proximal to mid rca. After deployment of the second stent, a proximal edge dissection was observed and a 16 x 2.75mm promus premier select stent deployed to cover the dissection. There were no other patient complications. The patient was stable and responding well to medications.